Manufacturer narrative:
Updated fields:b4,e1(event site mail),g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. Corrected field:b5. A getinge field service engineer (fse) reported that after maintenance, a beep sound occurs when the device is switched on. Device inspected, troubleshooting performed. New defective rtc (real time clock) nvram ic replaced. Functional test and trial run ok. Device is cleared for use.

Event description:
It was reported that after maintenance of cardiosave intra aortic balloon pump, a beep sound was heard when the device was switched on. No patient involved.

Manufacturer narrative:
Fields:b4,d5,e1,e2,e3,e4,g2,g3,g6,h2,h6(problem code),h11.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that after maintenance of cardiosave intra aortic balloon pump, a beep sound was heard when the device was switched on. There was no harm or injury reported.